Manufacturer narrative:
As no revision has been performed at this time, product eval is not possible. No conclusions can be drawn as to the root cause of the reported screw breakage. Manufacturing history review is not possible without lot identity. A two-year complaint history review for all part numbers in the 10-40xx family of vault alif self-drilling variable screws did not reveal any previous reports of this nature. Root cause cannot be determined. No previous reports of this nature. Incident is isolated and the need for corrective action was not identified.

Event description:
It was reported that the pt underwent a procedure utilizing the vault alif system on (B)(6), 2014. Subsequently, radiographs taken in (B)(6) of 2014 identified what appears to be a broken screw. The pt is asymptomatic, no revision is planned at this time. The surgeon will monitor pt progress.